Manufacturer narrative:
(B)(4).

Event description:
It was reported that two weeks post procedure, the patient complained of pain over implant site. Patient has no known allergies. No intervention was performed. No further information was available.